Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not power up) has been confirmed. Upon investigation, the battery charger/modem would not power up. Extensive corrosion was discovered inside of the battery charger. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the contaminated battery charger/modem. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger/modem was not powering up. The patient was issued a replacement battery charger/modem.